Event description:
As reported by the user, the subject programmer takes very long time to switch on and suddenly switches off when interrogating devices. In addition the 3 round silicon used for sliding support is broken and the stylet holder is broken.

Event description:
As reported by the user, the subject programmer takes very long time to switch on and suddenly switches off when interrogating devices. In addition the 3 round silicon used for sliding support is broken and the stylet holder is broken.